Event description:
Caller reported a tandem mobi cartridge alarm, and it was confirmed as cartridge alarm 35. There was no adverse impact on the customer's blood glucose level, as readings did not exceed 500 mg/dl (27.7 mmol/l). Customer was advised by technical support to use multiple daily injections (mdi) as a backup therapy. Technical support confirmed the need to replace the pump and sent a replacement unit. Caller was provided with instructions on putting the pump into storage mode and returning it to tandem. They also received guidance on steps to take upon receiving the replacement pump and acknowledged understanding these instructions.